Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a total extraction and reimplantation of a bi-ventricular implantable cardioverter defibrillator (biv ICD). The left ventricular lead exhibited phrenic nerve stimulation and high thresholds. The atrial lead exhibited a high capture threshold. The physician elected to start fresh with all leads to obtain better positions and numbers. The atrial and left ventricular leads were explanted and replaced. The right ventricular lead and the device were replaced electively. No patient consequences were reported. Related manufacturer reference number: 2017865-2019-10386.